Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent fusion surgery in which rh-bmp2/acs was used. As per op-notes, after satisfactory placement of the metallic marking pins was established through fluoroscopic imaging, the pedicle screw instrumentation with the titanium 5.5 multiaxial systems was then accomplished. The 35mm x 6.0mm, 40mm x6.0mm and 40mm x6.0mm multi axial screws were placed respectively at s1, l5 and l4. Two 70mm titanium 5.5 rods were then secured to the pedicle screw at l4, l5 and s1 to allow for reduction of the patient¿s residual deformity in the lumbar region. After securing the rods at each side, two transverse connectors were applied. After this, decortication of the posterior elements including the transverse processes, pars interarticularis and the lateral margin of the facet joint was accomplished bilaterally at each level with the power bur. Posterolateral arthrodesis was then affected utilizing a combination of autogenous bone, which had been cleaned of soft tissue and further morselized in a bone mill, collagen sponges dosed with rhbmp-2 (bone morphogenic protein) and demineralized bone matrix. The entire, combination of material was carefully packed in to the decorticated posterolateral region at l4-5 and l5-s1. No apparent patient complications were noted.